Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient discovered deceased, allegedly due to alcohol consumption. Patient¿s insulin pump examined by hcp and several drops of liquid noted to be in the pump reservoir. No allegation that product caused or contributed to patient¿s death. Product requested for evaluation.